Event description:
It was reported that the customer had a button error alarm on the insulin pump last night. Customer's blood glucose level was 231 mg/dl. Customer also had problems pushing the buttons. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened buttons dome switch. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.